Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose level was 300 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 506-588 mg/dl; cause was unknown. Reportedly, the customer loaded cold insulin into the cartridge. Customer administered a manual injection to address bg. Lastly, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.